Event description:
It was reported that on (B)(6) 2026, a 22 amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio delivery system. The procedure was undertaken to perform an atrial septal defect (asd) closure in a patient with a defect measuring 20.5 mm, as determined using a sizing balloon, under transesophageal echocardiography (tee) guidance. Device deployment was technically challenging due to a very small left atrium, and multiple deployment attempts with repeated recaptures and repositioning were required. During initial and subsequent positioning attempts, the occluder was reported to have been loose and unable to achieve a stable position, repeatedly slipping into the right atrium, and the team was on the verge of aborting the procedure due to the inability to obtain stability, despite a stability check being performed. No peridevice leak was detected, and no rhythm changes or clinical symptoms were observed during deployment attempts. During a later placement attempt, the device rotated due to contact with the atrial wall, which the implanter believed was related to the small size of the left atrium, resulting in embolization. The device embolized into the left ventricle, as identified by tee, and transiently migrated into the left ventricular outflow tract (lvot) without causing partial or complete obstruction of blood flow. The physician subsequently snared the device through the aortic valve and retrieved it through the aorta into a 14f sheath, successfully removing it from the patient. The embolized device did not cause hemodynamic instability, valvular interaction, or other clinical signs or symptoms, and following retrieval, the patient remained hemodynamically stable and was transferred to the ward.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.